Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported that the device failed to change to standby mode. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The fse (field service engineer) evaluated the device and could not confirm the reported problem. No abnormalities were found and the unit was returned to the customer. The ventilator was calibrated successfully and passed all required testing.